Manufacturer narrative:
He product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01529

Event description:
The patient was undergoing a coil embolization procedure to treat an aortic endoleak using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod pc through the lantern, the physician experienced and decided to retract the pod pc. However, upon retraction, the pod pc unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed and the pod pc was flushed out. The physician then re-inserted the lantern into the patient, then attempted to advance another pod pc through the lantern. However, the same issue occurred and the pod pc unintentionally detached in the lantern. Therefore, the lantern containing the detached pod pc was removed and the pod pc was flushed out. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.